Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a patient death at 10:20am on (B)(6) 2018. The patient was being monitored by a telemetry device and the patient data was sent to a piic ix. And then to an iem intelllispace event management paging system. The customer stated that the asystole alarm was sounded timely at the central station at 10:10am but the pager reported the alarm at 10:25am. It is unknown if there was a delay in treatment due to the alleged untimely paging and further investigation is required.

Manufacturer narrative:
Per evaluation by the product support engineer (pse) and the complaint investigator the paging alarms were sent successfully to the ascom 3rd party pagers. The piic ix central station logs and emergin intellivue event management paging logs show that the asystole alarm was annunciated normally at the central station piic ix at 10:10:48 as the primary patient monitoring device; the asystole alarm was sent to the ascom pager for secondary monitoring and the asystole pages were "accepted" by the administrator ascom/100 pager timestamped at 10:17:07, 10:18:07, 10:19:07, 10:21:08, and 10:23:11 per the iem adverse event logs. The adverse event paging log the ascom/100 administrator "accepted" three star *** pages for this patient (for vtach or asystole) eighteen times from timestamp 09:53:35 to timestamp 10:23:14. There was a question about the timestamps which appeared to be showing a delay in receiving the alarms on the caregiver's mobile phone. Philips investigation determined that the emergin iem notification system was working as designed to deliver supplemental medical device data and that emergin iem users were notified of the alarms generated by the primary alarming source for the involved patient. Despite multiple attempts to gather the data to access the various system timestamps (i.e. The piic, iem server, ascom server) there is no data to help understand how or why the timestamps may have been apart. The adverse event paging logs only show when the pages were "accepted" and not when they were sent by the ascom server or received at the pager. The adverse event paging logs show a bedside timestamp of 10:10:43 for asystole when showing as being sent by the ascom server at 10:17:07 and "accepted" by the ascom 100 administrator at 10:17:07. The ascom server logs do not show a timestamp of when the asystole alarm was received at the ascom server and what the corresponding original bedside timestamp was. It is considered that the reason for the time discrepancy was that the servers were using different time sources and were not synced on the same time source. There are multiple factors that influence the generation of the timestamps during an event. These timestamp differences do not impact the timely delivery of messages to the emergin iem mobile application; however, it is recommended to synchronize the time server(s) for emergin iem , ascom server, piic ix, and the bedside monitors. Philips provides a comprehensive product portfolio for patient monitoring and use of mobile applications. Although the primary alarm source generates audible and visible alarms, emergin iem provides caregivers with notifications and visibility to patient alarms on their smartphone. The emergin iem 453564236241 philips emergin messenger product release notes provides the following intended use statement: the investigation concluded that the paging system was working as designed however the time sources for the piic, iem, and ascom servers were out of sync. Intellispace event management provides healthcare professionals with supplemental information about patient alarms, technical alarms, nurse call alarms and system information messages (events). The system can route all or subsets of this information to selective remote devices such as pagers, phones, or marquees. Receipt of alarm messages or events by the external device, is not confirmed and delivery to the end device is not guaranteed. The primary alarm notification is the device producing the alarm or event. This product line is not intended to provide real-time information, nor is it a source of patient alarms, nor is it a replacement for alarming devices. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.